Event description:
This is a report of a home patient (hp) who discovered a dry minicap in a shipment that they received for peritoneal dialysis therapy. The dry minicap was discovered prior to use and was discarded. The patient used a new cap for therapy. There was no patient involvement or adverse event associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the minicap was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.